Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number: (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
It was reported by the customer "the sensor is not providing real-time tip location. The customer stated having to finagle the device to eventually get an accurate reading of about 80% of the attempted placements. This is an issue that is creating delays in the workflow process."